Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the patient¿s legs had been giving out. It was state d that the patient had three falls prior to this starting two months ago and had two falls during the weekend of 3-aug. The patient told the hcp that her legs had been numb and she had spasms in the left leg for the past two months. The patient also had increased pain in her back and legs for the past two months. The patient couldn¿t put any weight on her left leg on 19-aug and couldn¿t get the pain under control so she went to the ER and was admitted inpatient. No external or patient factors were known to have contributed to the issue. A myelogram was done which showed no neurological issues requiring surgical intervention and an impedance check was normal. Reprogramming was done and the strength was increased so that the patient was feeling paresthesia in all her painful areas. The pain issue was resolved at the time of the report, but the representative couldn¿t help with the weakness or numbness with the stimulation. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the numbness and weakness was lumbar stenosis, l4-5 spondylolisthesis, severe lumbar radiculopathy and neurogenic claudication. The patient had surgery on (B)(6) 2018 that was a posterior lateral fuse of lumbar 3-5. The numbness and weakness were resolved.